Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer found the station completely powered off and verified that incoming power was normal, observed that the power supply fan was not turning and measured the power supply, replaced the power supply and then tested the station by powering it up and logging in successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, screen was black. User rebooted and turned off but issue persisted. There were no adverse events or injuries reported based on this event.